Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. There was a shelf of calcium in the proximal aortic neck. It was reported that there was a type I endoleak present upon final angiogram. The physician placed an aortic cuff however the type I endoleak did not resolve. The stent graft was ballooned and the endoleak diminished but did not completely resolve. The physician decided to not further intervene and to evaluate the endoleak in a few weeks. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention required. Evaluation: results: endoleak, shelf of calcium. Evaluation: conclusions: shelf of calcium.